Event description:
It was reported that the device exhibited a cassette sensor error and battery compartment damaged. There was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a scratched lcd lens, damaged battery compartment, worn dso seal, and worn uso. A 'cassette not attached properly' error was found in the event history log. Functional testing was unable to duplicate the reported problem; however, the problem was verified in the ehl. It was determined that the dso sensor was the root cause and was replaced. The damaged battery compartment was confirmed in the visual inspection, it was determined that it was due to customer damage. The service history review identified no indication that the complaint was related to a service of the device within the review period.